Manufacturer narrative:
Concomitant medical products: guard qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the catheter separated but the nurse was able to retrieve it. The catheter had been inserted for 7 days and had 1 dressing change performed. No patient harm was reported. No medical intervention required. The patient's condition is reported as fine.

Event description:
It was reported the catheter separated but the nurse was able to retrieve it. The catheter had been inserted for 7 days and had 1 dressing change performed. No patient harm was reported. No medical intervention required. The patient's condition is reported as fine.

Manufacturer narrative:
Continuation of d11: guard qn#(B)(4).